Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. The reported event of the system controller (serial number: (B)(6) having a self-test issue was not confirmed. Log file data from the reported event dates of 12oct2024 - 14oct2024 was reviewed. On (B)(6) 2024 at 07:27, a backup battery fault alarm activated due to the backup battery not passing its load test. The backup battery did not pass its load test due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The backup battery fault alarm did not prevent the controller from supporting the system as intended while the driveline was connected. The alarm briefly resolved several times, but reactivated when the controller attempted a new load test. The driveline was disconnected on (B)(6) 2024 at 10:06. No other notable events were observed in the data reviewed. The system controller functioned as intended and passed all functional testing without issue. The backup battery load test was initiated several times during testing, but there were no instances where the backup battery did not pass. The controller alarmed appropriately during the self-test, with appropriate volume, pitch, and pattern of the alarm. Provided information indicated that the alarm resolved with a controller exchange. The root cause of the reported events could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate 3 system controller was manufactured in accordance with manufacturing and qa specifications. The inspection testing data was reviewed for the event 11v battery (sy122410) and it was found that the battery passed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced recurrent backup battery fault alarms. Self-test was performed and sounded different from the usual test which was hard to describe. The system controller and backup battery were exchanged resolving the alarm. The periodic log file recorded the reported backup battery fault event on 12oct2024. This event appeared to have occurred after the system controller attempted a load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.